Event description:
During a trochanteric fixation nail (tfn) procedure for a left hip fracture, the surgeon had inserted the tfn nail and the lag screw. The surgeon was using a construct consisting of an insertion handle, a 11.0/8.0 mm protection sleeve, a 8.0/4.0 mm drill sleeve, and a 4.0 mm trocar. The surgeon began to drill for the distal locking screw and it was missing the posterior nail. The surgeon removed the construct, drilled the hole and inserted the nail by freehand. The procedure was extended by 30 minutes. This complaint is on the protection sleeve. This is report 2 of 5 for the same event.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The sample was returned and visual inspection noted that several nicks and dents existed on the outer diameter, which is consistent with a field use. A functional test during this evaluation showed that the protection sleeve aligned and seated fully with the trocar and drill sleeve that were also returned. All measurable protection sleeve features met specifications. The root cause could not be determined.